Event description:
Meter name: fast take meter. Strip name: fast take strips. Meter code: unknown strip code: unknown. Strip storage: unknown. Symptoms: shakey, shoulders real heavy, so was head. A pt reproted they were not able to get a blood reading. Their meter allegedly would only prompt er2. The result on their meter was er2 prompt. Customer compared meter to another meter. The time difference between pt's meter and other meter was unknown. Treatment was unknown. No further info has been reported.